Event description:
The cypher select + 3.00x28 stent was noticed proximally flared after it was removed from the packaging. The packaging was intact before it was opened. The product was stored according to instructions for use. There was no damage to the outer box, product box, or inner pouch noticed. There were no anomalies noticed prior to removal from its packaging. There was no difficulty experienced during removal from its packaging.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The proximal stent struts of a cypher select + 3.00x28 stent were noticed to be flared after the product was removed from the packaging. The packaging was intact before it was opened. The product was stored according to instructions for use. There was no damage to the outer box, product box, or inner pouch noticed. There were no anomalies noticed prior to removal from its packaging. There was no difficulty experienced during removal from its packaging. The product was no clinically used and it was returned for evaluation. One non-sterile cypher select +3.00 x 28 mm was received inside two plastic bags. One kink was detected at 15 cm from distal end. This condition on the shaft could be related to the way the unit was sent for the analysis. The stent was found correctly placed between the marker bands and uplift could be observed in the proximal area of the stent. Microscopic picture was taken and stent uplift was confirmed. The crossing profile was measured for distal and middle sections of the stent and was found within specification. The crossing profile of the proximal area could not be measured since stent uplift was detected in this area. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "stent uplift" failure was confirmed. The exact cause of the failure reported by the customer could not be determined. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.